Manufacturer narrative:
The insulin pump passed functional testing. No unexpected motor error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window and scratches on reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. The blood glucose reading is 115 mg/dl. Nothing further reported.